Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not turn black and remained unchanged during use, and final closure failed. There was no reported patient injury. The device was used until pulsatile blood flow stopped, and the indicator window did not change color prior to device withdrawal. Hemostasis was achieved by manual compression. No visible device or package damage was noted prior to use. Angiography confirmed femoral artery suitability, including appropriate insertion angle, with vessel diameter greater than or equal to 5 mm, no calcification or plaque, no stent near the puncture site, and no stenosis greater than 50%. Manual compression had been performed at the site following a prior angiography within 30 days. There was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was noted connecting the vascular sheath introducer with the device. The device and sheath were retracted together until pulsatile flow slowed or stopped, but the indicator window did not change to solid black. An 8f cordis sheath was used. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and retraction continued until bleed back slowed or stopped. The physician did not have a thumb on the deployment button during retraction, no red color was observed in the indicator window, and the indicator wire loop was visible upon removal with no abnormalities noted. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.